Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: difficult to remove/difficult needle retrieval. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the prostar device attempted arteriotomy closure of the common femoral artery after an interventional procedure. During device deployment, the physician rotated the handle counter-clockwise and pulled the handle straight back away from the hub to deploy the needles; however, only 3 needles were present. After needle back down, it was not possible to remove the prostar. Under x-ray, it was noticed that all needles were in place but it appeared that 2 needles were not completely retrieved. Approx 1-2mm of the needles length was not back into the sheath. The handle was pulled again and one needle came out through the skin. Two needles were present at the hub and one needle was missed. The physician removed the needle out through the skin and the other.